Event description:
During surgery the novasure device deployed correctly but would not register the width. They kept working with it to adjust the width and blood filled the dial. Another device obtained and the case was finished. There was no harm to the patient. The procedure was completed as intended.